Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lan and lemo connectors were both evaluated and replaced. The system was tested and found to be working as intended and returned to service.